Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During follow up for an unrelated complaint on (B)(6) 2011, corporate product surveillance (cps) received a report from the home patient (hp) that previous night he had a cassette that leaked and liquid came out of it during prime. There was patient involvement but no serious injury or medical intervention was reported.